Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 0272t 7, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush fell apart while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on 11-oct-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 0272t 7, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush fell apart while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 09-nov-2012. A specific product name was not reported however, lot 0272t 7 was provided. A sample was requested but had not been returned. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(4) 2010 to (B)(4) 2012). Based upon an acceptable manufacturing or facility issues review, lack of a product name and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 0272t 7, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush fell apart while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on (B)(6) 2012. A specific product name was not reported however lot 0272t 7 was provided. A sample was requested but had not been returned. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint ((B)(6) 2010 to (B)(6) 2012). Based upon an acceptable manufacturing or facility issues review, lack of a product name and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The device name was updated from reach toothbrush unspecified to reach advanced design toothbrush. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 26-jul-2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 11-oct-2012, from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach toothbrush unspecified for dental cleaning (route-dental, lot number 0272t 7, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the toothbrush fell apart while brushing the teeth. This report had no adverse event and the action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 09-nov-2012. A specific product name was not reported however lot 0272t 7 was provided. A sample was requested but had not been returned. A review of the trending data by product family reach toothbrush unspecified for breaks/falls apart with use (non -serious product quality complaint) and potential malfunction revealed no adverse trends. There were no related manufacturing or facility issues found within in a two year review period prior to the alert date of the complaint (11-oct-2010 to 11-oct-2012).based upon an acceptable manufacturing or facility issues review, lack of a product name and sample and no adverse trends the complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states. Additional information received on 10-apr-2013. The device name was updated from reach toothbrush unspecified to reach advanced design toothbrush. This report remains a reportable malfunction case in the united states. Additional information received on 22-jul-2013. A review of the trending data revealed no adverse trends and no trends involving lot 0272t7. On 01-nov-2012 manufacturers received one white and purple reach advanced toothbrush without packaging, enclosed with light purple bristles and a staple held together with tape. Toothbrush was inspected and it was noted that there appeared to be a bristle defect. Toothbrush appeared used, and one entire tuft was missing on the left side of the head. With firm pulling, two dark purple bristles, two light purple tufts, and three white bristles came loose from the head. The device history review was performed for the brush lot 0272t7, all within specification. Handle resin was changed in mid-2011. All validation testing related to this issue was acceptable. Both old and new resins passed testing. A retain sample could not be visually evaluated as a packaging lot code was not provided. Returned sample evaluation noted brush appeared to be heavily used with bristles at the end of brush on left and right side bent downward, upon receiving the brush there were three tufts missing nylon, two with anchor present and evaluation states one tuft missing when they received it, two other tufts were extracted from evaluation process, nylon and anchor taped to bag the brush was received. Residue all within the bristles appeared to be a substance on the front and back of handle. It was concluded that this complaint was undetermined because while it is possible that the issue was caused during the manufacturing process, it could not be conclusively proven. It was unknown how the product was handled after leaving the facility, defects may occur with misuse of the product. Based upon an acceptable document review and no adverse trends the root cause for this complaint was undetermined. No adverse trends were identified during the complaint investigation. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 22-nov-2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.